Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified and 99% stenosed mid left anterior descending artery. A balance middleweight (bmw) universal ii guide wire separated during removal after stent deployment while inside the guiding catheter. The separated portion of the guide wire was removed together with the guiding catheter. The procedure was completed at this time. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide cath: mach 1 6f jl; stent: xience xpedition. Evaluation summary: the device was returned for evaluation and the reported separation was confirmed. The difficulty removing could not be tested as they were based on case circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.